Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was between 250-499 mg/dl with extreme thirst. It was reported the patient self-treated with insulin via injection, pump therapy was discontinued, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was determined the patient¿s failure to bolus contributed to the alleged hyperglycemia. It was determined during troubleshooting the bolus type pump setting was incorrectly programmed. This complaint is being reported because the alleged hyperglycemia was attributed to an alleged pump use error. There was no indication or allegation of a device malfunction.

Manufacturer narrative:
The device is not required for return to animas.